Event description:
It was reported that the patient experienced "hardcore withdrawal" after implant; it was initially written off as a vertigo attack because the pump had caused the patient to have some really bad vertigo. The patient was sick for 3 days and it was horrible. The patient was vomiting, was sweating, and couldn't get out of bed. It was later determined that the catheter had been sliced at implant and the catheter had broken off; there was a piece floating in her cerebral spinal fluid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10856r26, implanted: (B)(6) 2001. Product type: catheter. (B)(4).